Event description:
It was reported by repair work order that the customer alleged that the head of the stretcher will not raise. Upon inspection of the unit by the service technician, it was identified that the head end jack would not raise.